Manufacturer narrative:
Correction to d10: concomitant medical products. See concomitant medical products for more details. Correction to b5 of the initial report. See b5 for more details. Correction to h6 "component code" of the initial report, "4755 - part/component/sub-assembly term not applicable" is being corrected to "841 - imager". This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the no image issue. Although a definitive root cause cannot be determined, it was presumed that the communication malfunction occurred due to impact dust causing an intermittent image. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the video system center experienced a no image issue. The issue occurred during preparation for use for a therapeutic cholecystectomy. The device was re-connected, and the issue was resolved. The intended procedure was completed with the same device. There were no reports of patient harm or procedural delay.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the camera control unit, camera contact is poor, and occasionally there is no image. The issue occurred during preparation for use. There were no reports of patient harm.